Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). Initial reporter fax# : (B)(6). Initial reporter zip code: (B)(6). Device manufacture date: unknown. Investigation summary: exec summary: samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Unable to perform complaint lot history check for plunger rod tight owing to unknown lot number. Samples returned: customer returned (2) loose 0.3ml bd insulin syringes. The customer had reported that it was difficult to draw the plunger rod because it was quite tight. The returned samples were examined, then tested for plunger rod movement: the plunger rod assembly was exercised within the barrel and was able to move properly. No defects were observed. CAPA/sa: based on the investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 2 syringe 0.3ml 29ga 1/2in had plunger movement difficulty. The following information was provided by the initial reporter: the user reported that it was difficult to draw the plunger rod because it was quite tight.